Manufacturer narrative:
A2, a4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a male patient of unknown age for acute myocardial infarction and cardiogenic shock. The patient¿s comorbidities include coronary artery disease (cad). The patient¿s clinical state prior to initiation of support was scai stage d shock. Insertion was performed using best practices, including ultrasound-guided access, removal of the peel-away sheath, securement of a repositioning sheath with forward tension sutures, and appropriate angle support. Act was 180 seconds, within the recommended range. Systemic heparin was administered; dose not reported. Following initiation of support, the patient improved to scai stage c. In the ICU, oozing was noted at the insertion site. The dressing was removed, insertion angle re-supported, and the site re-dressed. Local epinephrine was administered, resulting in resolution of bleeding. Systemic heparin was temporarily held for 2-3 hours and then restarted without recurrence of oozing. Distal pulses remained intact, and no blood products were required. The impella cp operated at p-7 with flows of approximately 3.0 l/min, with purge solution of 5% dextrose in water with 25 meq of sodium bicarbonate, functioning as intended without alarms or interruption. Access site oozing resolved with interventions listed above and the patient remains on support. Access site oozing is a known potential complication associated with large-bore arterial access and anticoagulation therapy. Based on the available information, there is no evidence of device malfunction, and the impella cp device continues to function as intended. Therefore, the reported oozing is most likely attributable to procedural and/or patient-related factors.

Manufacturer narrative:
A2: added patient age. B5: added information regarding patient outcome. D6b: added explant date.

Event description:
The patient survived explant.